Event description:
Per independent repair center, the unit was alarming or red light. The key failure was the poppet for the solenoid being scratched. Additional malfunction was the power switch having a short circuit.